Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to delivery tpn via a mediport. It was reported that the homecare patient's tubing set leaked "near the tubing filter area" in 2007. The tpn bag and the tubing set were replaced after each leak and the therapy was resumed. In 2008, the patient was hospitalized with the diagnosis of fever. The mediport was replaced. The customer contact reported the user facility "cannot pinpoint" the source of the reported infection. On an unspecified date, the patient was discharged home on an unspecified vancomycin therapy. There were no reported adverse patient sequelae. Though requested, no additional information was provided.